Event description:
Information received does not address the patient's clinical status but notes a magnet rate of 49 ppm. Capture appeared to be occurring every other beat. When the programmed rate was increased to >100 ppm, measured data revealed <200 ohms lead impedance for both leads, dashes (---) for battery voltage, an 0.2 ventricular pulse amplitude and an 0.3 atrial pulse amplitude. When the programmed rate was returned to 60 ppm, normal measured data was obtained.